Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary: twenty six sealed 31g x 5mm pen needle samples and two photos were returned from lot. No. 9226278, cat. No. 321029. Visual examination and a functionality test was carried out on all twenty six samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that a pen ndl 31ga 5mm 14bag 700cas jp had the outer shield unable to detatch leading to a needle stick during use. The following was reported by the initial reporter: "according to the patient's report, when detaching the pen needle from the pen, the needle npe was separated from the hub/outer cover. The patient's son pricked his finger on the needle. The situation remains unknown."

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a pen ndl 31ga 5mm 14bag 700cas jp had the outer shield unable to detatch leading to a needle stick during use. The following was reported by the initial reporter: "according to the patient's report, when detaching the pen needle from the pen, the needle npe was separated from the hub/outer cover. The patient's son pricked his finger on the needle. The situation remains unknown."